Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a defective downstream occlusion sensor. The sensor was replaced and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a defective lock sensor. The event occurred during testing.